Event description:
Abscess developed at site where seprafilm had been placed. Information was received in jul-2005 from a physician, concerning a patient, with hypertension, who in 2004 underwent an ileocecal excision for cecal cancer. One sheet of seprafilm was placed under the mid incision of the lower abdomen to reduce the extent and severity of postoperative adhesions. In a week later, the patient developed an abscess "at the very site where seprafilm had been placed" (not further specified). On an unspecified date, a bacterial culture revealed intestine-derived bacteroides fragilis. In about 5 weeks later, the patient recovered without sequelae. The reporting physician had assessed the event as non-serious and moderate in intensity. The relationship between the event and seprafilm was unknown.